Event description:
Two falsely elevated troponin I results of 0.65 and 1.01 ng/ml were obtained on two patient samples. The results were reported to the physicians. The samples were retested on the same analyzer and results of 0.2 and 0.11 ug/ml were obtained. Patient treatment was not prescribed or altered and there was not report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the r1 probe and drain contamination.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was misalignment of the r1 probe and drain contamination. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Two falsely elevated troponin I results of 0.65 and 1.01 ng/ml were obtained on two patient samples. The results were reported to the physicians. The samples were retested on the same analyzer and results of 0.2 and 0.11 ug/ml were obtained. Patient treatment was not prescribed or altered and there was not report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was misalignment of the r1 probe and drain contamination.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was misalignment of the r1 probe and drain contamination. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.